Manufacturer narrative:
B5 - report from a facility on 12-july-2024 indicated that following an implantable collamer lens (icl) implantation procedure, tass was diagnosed in the patient's right eye (od). The lioli injector delivery system was used. The reporter stated that the surgeon thought most likely cause was the sterilization process likely with the manipulator. There is internal investigation of facility sterilization methods since a new person was performing the process. The latest information obtained on 18-july-2024 indicated the patient is doing better and no explant was needed. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Event description:
Report from a facility on (B)(6) 2024 indicated that following an implantable collamer lens (icl) implantation procedure, tass was diagnosed in the patient's right eye (od). The lioli injector delivery system was used. Additional information stated patient va was 20/15 and was happy and well. The reporter stated that the surgeon thought most likely cause was the sterilization process likely with the manipulator. The latest information obtained on (B)(6) 2024 indicated the patient is doing better and no explant was needed. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Ocular inflammation is identified in the labeling as a known potential adverse event following icl implantation. The evo/evo+ icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. Improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass. This was confirmed by the obtained information of both surgeons thinking the internal sterilization process was impacted and likely the reusable manipulator contributed. Status of both patients improved with lens remaining implanted. Claim# (B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).